Event description:
Between (B)(6) 2011, we had (4) patients identified as having candida infections and all patients had lines placed during their admissions. The types of candida varied amongst patients and involved candida albicans, glabrata and parapsilosis. Prior to this time, line infections have been rare at our facility. We have done an extensive review to locate the source of these infections but have been unable to confirm the source. As a part of our review, it was identified that use of the curos port protector caps on our lines were the only recent change. We first put the caps into use as a trial in our ICU on (B)(6) 2011. Since that time, we have begun to use them across the house. Although we have not identified the caps as a cause of the infection, it was recommended that we report as a precaution. We were told by the manufacturer that they have not been informed of any similar types of issues with this product. Per the manufacturer, they do not have testing at this time that shows the efficacy of the curos port protector in regards to candida (as it is not required). Dates of use: implemented (B)(6) 2011. Reason for use: central line. Also see (B)(4).